Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistently elevated blood glucose while using the pump, believed the pump was not delivering insulin properly, and elected to discontinue pump therapy and revert to subcutaneous insulin pens; a return request was opened, and device lot numbers were not provided. Symptoms included hyperglycemia with dry mouth. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.